Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following for the blood glucose (bg) event: low bg levels were not confirmed. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted from 100% to 60% within one day. The customer¿s blood glucose (bg) level was 55 (mg/dl). The cause of the low bg level was unknown. Reportedly, the customer believed the low bg level was related to the pump due to the battery issue. Carbohydrates were consumed to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. Functional testing was performed and no failure was identified related to the reported blood glucose event.